Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the damage on objective lens led to image whiteout and no image. The most probable cause of corrosion on adhesive of bending section cover is traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited no image accompanied with image whiteout and corroded adhesive on bending section cover (a-rubber). There was no patient involvement.